Event description:
It was reported the patient presented in the emergency room after experiencing syncope. Upon investigation, noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and the physician alleged the event was due to clavicular crush related lead damage. The device was reprogrammed to resolve the event and the patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.